Event description:
It was reported that the system would not display an image on the left monitor. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced the left monitor. The system operates as intended.